Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin did not exit the cartridge tubing during the fill tubing step. The customer's blood glucose ranged from 150-165 mg/dl. Reportedly, the cartridge was changed and insulin exited the tubing.